Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to out-of-range impedance on both the right ventricular (rv) and left ventricular (lv) lead. During initial implant, the physician connected all existing leads to the new crt-d. When checking the device with a programmer, the physician observed high out-of-range shock impedance and lv pacing impedance measurements. X-ray imaging confirmed correct lead placement. The physician disconnected the lv lead and checked the impedance on the external cables, and all subsequent lead parameters were within range. The physician also tried to clean the tip of the lead but still observed out-of-range impedance measurements. Therefore, the physician decided to implant a different crt-d. All lead parameters were within range. No adverse patient effects were reported. The attempted crt-d will be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to out-of-range impedance on both the right ventricular (rv) and left ventricular (lv) lead. During initial implant, the physician connected all existing leads to the new crt-d. When checking the device with a programmer, the physician observed high out-of-range shock impedance and lv pacing impedance measurements. X-ray imaging confirmed correct lead placement. The physician disconnected the lv lead and checked the impedance on the external cables, and all subsequent lead parameters were within range. The physician also tried to clean the tip of the lead but still observed out-of-range impedance measurements. Therefore, the physician decided to implant a different crt-d. All lead parameters were within range. No adverse patient effects were reported.